Manufacturer narrative:
H.6. Investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues relating to leakage were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during use blood leaked from end of tubing above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: leakage of blood from end of tubing and above the connector its happened 5 times in opd , 2-3 times in wards with nurses.

Manufacturer narrative:
Medical device type: jka/fmi. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood leaked from end of tubing above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: leakage of blood from end of tubing and above the connector its happened 5 times in opd , 2-3 times in wards with nurses.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that during use blood leaked from end of tubing above the connector with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: leakage of blood from end of tubing and above the connector its happened 5 times in opd, 2-3 times in wards with nurses.